Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5072-52 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the svc (superior vena cava) coil impedance increased. The lead remains in use. No patient complications have been reported as a result of this event.